Event description:
It was reported that the patient experienced a "possible" allergic reaction at the implant site a month after implant. After treatment, the allergy disappeared, but pruritus (itching) reappeared throughout the body. The patient's allergies were treated but the source was unknown. An allergy test was performed but results were unavailable at the time of this report. The patient's device was not explanted. The patient outcome was unknown at the time of this report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).